Manufacturer narrative:
Although the exact age of the patient was not reported, the patient was reported to be over the age of 18. A visual assessment was performed. The catheter demonstrated signs of use. The wcs protruded, confirming a defective device. A functional assessment was performed and maximum wcs protrusion was observed when the large knob was turned in the clockwise direction. Articulation was tested, no issues were found. Passability was tested, no issues were found. Visualization of the device was tested, no issues were found. The device was fully articulated in all directions; no issues were identified with the image. A guidewire was inserted through the working channel port and passed through the working channel; no issues were identified with the image. A spybite was passed though the working channel; no issues were identified with the image. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The total wcs length was measured. The unbonded length was measured. The wcs was removed. Witness marks were noted on the pebax. The white and clear areas along bond a appear to show evidence of adhesion. Based on the investigation results, the root cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue. A review of the device history record (DHR) was not performed because the lot number is unknown, and a ship history is not required.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during a common bile duct visualization procedure on (B)(6) 2018. According to the complainant, during the procedure, a "product complaint of spyscope" occurred. There are no further details available regarding this complaint. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the exact malfunction were unsuccessful. This event has been deemed a reportable event based on the investigation results; working channel sleeve protruded.